Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and while placing the stent the occlusion balloon deflated. The physician continued the case without protection and was unable to aspirate the vessel. The device was removed from the patient. The patient is reported to be fine.